Manufacturer narrative:
Model number/catalog number: sc-3400-30; serial number: (B)(4); batch/lot number: 20203423/20232457; model/catalog description: splitter 2x8 kit-sterile. The explanted splitters were not returned to bsn. A review of the manufacturing documentation for the splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site only when the stimulation was on. Database analysis revealed no anomalies. The physician believed that pain was due to the splitter connections after hitting the ipg site with a doorknob. The patient underwent a revision procedure wherein the ipg and splitters were replaced.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site only when the stimulation was on. Database analysis revealed no anomalies. The physician believed that pain was due to the splitter connections after hitting the ipg site with a doorknob. The patient underwent a revision procedure wherein the ipg and splitters were replaced.